Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. The device was tested on the bench and using automated test equipment; high voltage anomalies were observed. Analysis found that the high voltage output transistors were damaged. The cause of the damage could not be conclusively determined. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.